Manufacturer narrative:
The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating the insulin pump had a keypad anomaly. Customer's blood glucose was 73 mg/dl. The customer stated that the buttons are non responsive. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.